Event description:
It was reported by the fse that during preventive maintenance of the cardiosave intra-aortic balloon pump, a previously unreported issue was identified. The unit displayed code 118 ¿ solenoid driver board watchdog timer (sol wdt), which had originally occurred on 3 november 2025 but had not been reported to biomed at that time. The issue was discovered as part of the pm performed on 03 april 2026. The unit is currently fully functional, and the issue has not reoccurred as of the pm date in april 2026.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.